Event description:
A report was received that a patient was having discomfort due to a lead anchor being superficial. The patient had a revision procedure to bury the anchors deeper. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device remains in patient. Additional suspect device components involved in the event:model: sc-2138-50, description: linear lead (phase iiia), 50 cm. This is the final report.